Event description:
A tps unidirectional footswitch was sent for evaluation and exposed wires were noted upon receipt. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Device evaluation is in progress; additional info will be submitted once the quality investigation is complete.